Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. After electrical testing, functional testing, visual inspection and review of the logs, it was determined that no device issues contributed to the increased intraperitoneal volume (iipv) event. The assignable cause for this iipv event is related to the estimated ultrafiltration being set too low. The amia automated pd system clinician guide provides warnings and an explanation of the clinician menu settings estimated night uf settings. A formal review of the label for the product family will be conducted. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned amia device, one increased intra-peritoneal volume (iipv) event was identified, which occurred on (B)(6) 2013 at 08:27:17am. During final drain, the patient's drain volume was 4105.4 ml, indicating the home patient drained a volume 28.294% above their maximum programmed fill volume of 3200ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is ongoing. Should additional relevant information become available, a follow-up report will be submitted.